Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause could not be determined. A conclusive cause for the reported patient effects of pseudoaneurysm, hematoma, infection, thrombosis, and the relationship to the product, if any, cannot be determined. Clinical engineering reviewed the case details and concluded that the patient effect of seroma was possibly related to other preexisting patient conditions not discussed in the article and does not appear to be related to the prostar device. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Article attached: percutaneous closure of large femoral artery access with prostar xl in thoracic endovascular aortic repair this copy of copyrighted material was made and delivered to the government under a license from the rights holder or its authorized agent. No further reproduction is permitted.

Manufacturer narrative:
Date of event estimated . The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article: e. Skagius, m. Bosnjak, m. Björck, j. Steuer, r. Nyman, a. Wanhainen, "percutaneous closure of large femoral artery access with prostar xl in thoracic endovascular aortic repair", european society for vascular surgery. Published by elsevier ltd., ttp://dx.doi.org/10.1016/j.ejvs.2013.08.009. This copy of copyrighted material was made and delivered to the government under a license from the rights holder or its authorized agent. No further reproduction is permitted.

Event description:
This event is from a literature review identifying prostar xl devices used prior to thoracic endovascular aneurysm repair (tevar) procedures that may be related to: hematoma, groin infection, pseudo-aneurysm, seroma and venous thrombosis with closure failures using closure methods of cut down/surgery, fascia suture and femo-stop. Antibiotics administered for infections. Specific patient age and weight are documented as unknown. Details are listed in the article, titled: percutaneous closure of large femoral artery access with prostar xl in thoracic endovascular aortic repair.